Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). The fse from the distributor emailed the customer to address the event. The customer indicated that reinstalling the calibration software did not solve the issue. The fse suggested to do a data backup, install a new main board and perform a data restore to the equipment. The customer indicated that after following the fse instructions, the instrument was performing as intended and no issues with the total t3 calibration curve were observed. No further actions were required by field service. The most probable cause of the reported event was due to a defective main board.

Event description:
On (B)(6), a customer reported to the distributor that calibration data for total t3 was not being stored in their aia-360 analyzer. The customer was unable to run that prolactin, fsh, e2, and progesterone patient samples. A field service engineer (fse) from the distributor was dispatched to address the reported event, which resulted in delayed reporting of that prolactin, fsh, e2, and progesterone patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.